Event description:
Reference number (B)(4) event occurred in the united states it was reported that the patient experienced high blood glucose event on (B)(6) 2026. The patient treated it by drinking water.patient states he changed (infusion set) ifs and sensor and blood glucose resolved. No further information is available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.